Event description:
A trainer reported that a v-go patient reported a low blood sugar of 40 mg/dl while using v-go 20. It was reported that recovery was prompt upon treatment (candy and other carbohydrates). No additional information was provided during the initial report.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke to the new v-go 20 user. His trainer called in to report his complaint of a low glucose level of 40. The patient states he changes his v-go device every morning between 6:30 and 7:00 am. He stated on sunday, he changed his device in the morning then later on in the afternoon he started feeling bad and his dexcom alarm went off. His glucose level was dropping. He self-treated the low with one glucose tablet and then some candy. His glucose level kept dropping for one and a half to two hours. He decided to remove the device when the level went to 40. The glucose level then went back to a normal range. He stated he treated his sugars with an insulin pen the rest of the day. He stated he gave the device to the trainer who mentioned that there was no insulin in the device. He did not know how to check the insulin level till she showed him. Prior to using the v-go he was using humalog insulin, 4 units per meal and lantus 25 units daily. He thinks he is now using novolog in his device. He is to give 2 clicks per meal and one click when his glucose goes above 250. He does eat three meals a day. He states that he is currently on 2 different antibiotics for a small hole in his intestines. His normal glucose level runs around 120-125. While a glucose level of 40 is considered a serious low level, he was able to self-treat the low and eventually returned to a normal level. Because the device was empty when he gave it to the trainer it is possible that the device contributed to the serious adverse event. He only had it on for a few hours, so there should have been insulin in the device when it was removed. He denied giving extra bolus insulin. He did not have the lot number or device available for return.